Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The device was returned and visually inspected to verify the lot number (the item number is not etched on the device). Visual inspection: bone cement was visible on various locations on the stem. The porous coating appeared consistent, with no signs of lifting, reduced coverage, bare spots or shadowed areas. The overall length was measured using digital callipers and found to be within specification. The porous coated area in anterior/posterior direction was checked using gap gauge. UK team reviewed the photographs and determined that the stem is acceptable. The graticule check was performed . A 5x magnification was used and focused to create a crisp outline of the stem. The porous coat area sits between the tolerance bands when lined up with the stem profile, as required. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the femoral stem would not seat in the femur after broaching. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.